Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera cart monitor disconnected and displayed a connection error. The monitor then turned back on. There was no patient present when this issue was observed.